Manufacturer narrative:
A field service engineer (fse) replaced the power management pcba, which resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device's screen went blank. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states pm pcba replacement was just performed and upon first use, while on a patient, the screen went black. It is unknown if the unit alarmed. The customer requests warranty inspection and onsite repair. The investigation is ongoing.